Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to swelling around the groin incision and pump. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to swelling around the groin incision and pump. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders and reservoir found no evidence of leaks and passed within product specifications. The pump was microscopically examined, and it was observed that the deflation spring was misaligned; however, the pump passed the functional testing performed. The product analysis could not confirm the most probable cause of the reported allegation; however, the reported swelling is a known adverse event with this device, so the conclusion code of known inherent risk of the device was chosen.